Event description:
During a laparoscopic hysterectomy, two ez35b devices locked out after the surgeon hesitated when firing them. A third device also locked out and the black firing handle broke. There was no consequence to the pt.

Manufacturer narrative:
H6; code 400: damaged firing mechanism.